Event description:
It was reported that the right ventricular (rv) lead had high impedance and a fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a distal portion was received measuring 38.5 cm. Analysis was performed and no anomalies were found. However, the overlay tubing of the lead was extrinsically breached due to melting and was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage. (B)(4). Concomitant products: 1588tc, competitor implantable pacing lead, (B)(6) 2012; 6937a, implantable tachy lead, (B)(6) 2012; cd3249-40q, competitor implantable cardioverter defibrillator (ICD), (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead fracture resulted in inappropriate therapy. The lead also had high capture thresholds and was causing phrenic nerve stimulation. No further patient complications have been reported as a result of this event